Manufacturer narrative:
Trending was performed for this type of complaint and no abnormal trend was identified. A query was performed and found no issues of this nature on any like instruments for the last 12 months at this customer site.

Manufacturer narrative:
The customer has not had an issue since the service visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they had received low gluc3 glucose hk gen.3 results that repeated higher on the cobas 8000 c 702 module. The customer provided two examples of patient results. Based on the data provided, one patient result was erroneous. The initial gluc3 result was 9 mg/dl and was reported outside the laboratory. The result was questioned by the physician and the sample was repeated with a result of 272 mg/dl. The repeat result was deemed to be correct. It was asked, but not known if the repeat result was tested on the same c702 or another analyzer. There was no adverse event. The gluc3 reagent lot number was 22233701 and the expiration date was 31-may-2018. The field service engineer (fse) found the probes were out of alignment and the gear pump pressure was below specification. The fse aligned the probes and adjusted the gear pump to the correct pressure. The fse ran precision and quality control. All were within specifications.